Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. Three photographs and two videos of a powerpicc were returned for evaluation. An initial visual observation of the videos showed that as the catheter was flushed, a clear liquid leaked out of the catheter tubing. No details of the apparent damage could be seen in the returned videos, and there were no distinguishing features in the returned photographs and videos of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, PICC withdrawn due to catheter leakage. Breakage/leaked noted within the first 7cm of the catheter. Short time implanted, statlock fixation, chemotherapy. It was reported this occurred with three devices. This report addresses all three devices. No other information was provided.